Event description:
A clinical services manager (csm) met with a customer to discuss a past dka incident. On (B)(6) 2011, the customer was hospitalized with dka at the (B)(6). The "hcp [is] not sure why [the] customer went into dka." No specific blood glucose history leading up to the event was provided. The csm stated "she has multiple co-morbidities and is non compliant." The csm explained that the customer also had "gastroparesis that could have contributed to her dka." On (B)(6) 2011, the csm was called to assist the pt with restarting her pump. The pdm sounded various alarms including expiration type alarms and an error during priming. The customer will be discharged soon and has an appointment with her endocrinologist. The pods were discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
Since no product was returned for evaluation, we are unable to determine any malfunction that would have caused or contributed to the customer's dka and hospitalization. The customer's hcp does not know what caused the dka and the cms stated that the customer's gastroparesis may have been a contributing factor. We have no information regarding the customer's blood glucose history prior to being hospitalized which makes it impossible to determine if the device was a contributing factor. The customer was off the omnipod for an unknown amount of time. There is no indication that the device caused or contributed to the customer's dka. No lot number was provided so we are unable to evaluate the qualification records.